Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following was reported via medwatch/MDR report# mw5167585: "kerrison # 3 instrument had screw fall out during procedure. Screw was recovered and taken out of service. Kerrison taken out of service." It is unknown whether the screw fell into surgical site. No patient injury or surgical delay was reported. No initial reporter details were provided; thus, no request for additional information is possible at this time.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The unknown kerrison #3 rongeur was not returned to the manufacturer; therefore, an evaluation of the device could not be executed. A review of the device history record (DHR) could not be performed as no product identification was made available. The issue of a screw falling out may be the result of rough handling or environmental damage. However, a definitive root cause could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a